Manufacturer narrative:
Correction to sra review previously reported as exposure to biohazardous, pathogenic or infectious material is "low." Correct sra statement should be, the sra indicates the risk associated with a quality problem with no impact on safety is "low."

Manufacturer narrative:
Method code: actual device not evaluated. Result code: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the retains testing, device history record (DHR), trending of the product malfunction codes and lot number, and system risk analysis (sra) retains testing was performed for thirty two (32) biological indicators (bi) from the affected lot; all met functional specifications. DHR was reviewed for the involved lot. No anomalies were observed in the DHR that would contribute to the issue. Manufacturing specifications were met at the time of release. Trending analysis for the involved lot was reviewed from 04/17/2015 to 10/14/2015. Trending was exceeded, for which a corrective action has been initiated to address the issue. The sra indicates the risk score associated with the reported event is 'low' with exposure to biohazardous, pathogenic or infectious material is "limited." The cyclesure® 24 biological indicator(bi) was not returned; therefore no visual analysis was performed and the reported event could not be confirmed. It is unlikely that the suspected positive bi was caused by a manufacturing issue since the retains product met functional specification, DHR review found no anomalies that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely since the cycle passed and the customer indicated that subsequent bis were negative for growth. A definitive cause for the reported event could not be determined.

Manufacturer narrative:
(B)(4); (B)(6).

Event description:
The customer reported a (B)(6) result with a cyclesure (tm) 4 biological indicator (bi) after a completed sterrad (tm) 00s cycle. The bi was incubated for 48 hours. The previous and subsequent bi results were both (B)(6). The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure (tm) 4 biological indicators. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00461 and 2084725-2015-00462.